Event description:
Additional information received from the company representative indicating that during cataract surgery, the surgeon did not notice that the balanced tip was broken. When ultrasonic phacoemulsification and aspiration was performed, the lens did not shatter, so the surgeon checked the tip and noticed that it was broken. Since the patient's eye was not affected, the tip was replaced and the surgery was continued. The suspect device was a disposable phacoemulsification (phaco) tip. It was also mentioned that there was a possibility of iris and posterior capsule damage due to the possibility of broken tip in the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phaco tip with a wrench and a sleeve within a bag was received for the report. The phaco tip was visually inspected and deemed nonconforming, the aspiration bypass (ab) hole with a very jagged edge. The phaco had even wall thickness. There was wear on the threads, back of flange and nut corners that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. A complaint trend of has been identified for broken phacos therefore an investigation has been opened. The exact root cause for the phaco tip broken during surgery is unknown; therefore, specific action with regards to this complaint cannot be taken. An investigation is currently in progress, in order to further investigate issues with the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported of tip of the balanced ultrasound tip was broken when inserted into the eye, therefore the surgery was stopped; the tip was replaced and the procedure was completed with no patient harm.